Manufacturer narrative:
This report is submitted on april 20, 2021.

Manufacturer narrative:
It was reported that the patient experienced infection prior to explant. This report is submitted on 24 march 2021.

Manufacturer narrative:
This report is submitted on march 4, 2021.

Event description:
Per the clinic, the patient experienced an extrusion of the device behind the ear, resulting in an open wound. The device was explanted on (B)(6) 2021. The patient has not been reimplanted with a new device as of the date of this report.